Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were giving erroneous results. This occurred on 5 occasions during use. The following information was provided by the initial reporter: falsely low ft4 result new roche e module gives falsely low ft4 results 1 in a couple of 1000 for lihep gel tubes from outpatients. Interestingly the new roche c module flags some tubes with an aspiration error while the e module does not seem to be able to notice it. Roche is pointing towards the pre-analytics, though suspicious this all started with the new e module. Customer agrees that roche is first responsible but also want to check all other possibilities. Creating a pir to. Register this issue since it pops up here and there. Check our lot number for possible issues. Show the customer we do everything about it to exclude bd as a factor.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were giving erroneous results. This occurred on 5 occasions during use. The following information was provided by the initial reporter: falsely low ft4 result new roche e module gives falsely low ft4 results (B)(4) in a couple of (B)(4) for lihep gel tubes from outpatients. Interestingly the new roche c module flags some tubes with an aspiration error while the e module does not seem to be able to notice it. Roche is pointing towards the pre-analytics, though suspicious this all started with the new e module. Customer agrees that roche is first responsible but also want to check all other possibilities. Creating a pir to... 1. Register this issue since it pops up here and there. 2. Check our lot number for possible issues. 3. Show the customer we do everything about it to exclude bd as a factor.